Event description:
It was reported that the surgeon attempted to insert a micl 12.6 implantable collamer lens and noted the lens was loaded improperly as it was advancing towards the eye. There was patient contact but it was not inserted.

Manufacturer narrative:
(B) (4). Results: visual inspection of the returned product showed there was no visible damage to the lens. There was evidence of a clear surgical residue. (B) (4).